Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report from a baxter employed health care professional in (B)(6) of peritonitis in a patient coincident with dianeal ultrabag 1.5% for peritoneal dialysis (pd). Dianeal therapy was ongoing. In an e-mail notification to baxter india technical service, the following was reported. On (B)(6) 2012, the patient experienced peritonitis and was hospitalized on the same day for the event. The cause of the peritonitis was unknown. On an unreported date, the patient was treated with reflin, vancomycin and fortum for peritonitis. On (B)(6) 2012, the patient was discharged from the hospital. On an unreported date, the patient recovered from the peritonitis with sequelae. Per the healthcare professional, the event of peritonitis was unrelated to dianeal therapy.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The problem was not confirmed. No device malfunction or use error was identified. No assignable cause was determined.